Event description:
It was reported that a patient (reported as being a young child) developed swelling of the lips immediately after an impression was taken using jeltrate plus. The patient was administered zyrtec as a result.

Manufacturer narrative:
While it is unknown if the jeltrate plus used in this case caused or contributed to the patient's symptoms - the reporting clinician indicated that the patient may have bitten the lip - it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.